Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153043 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number.[17143-sterilization issue- on (B)(6) 2020 steris whippany, nj informed getinge wayne, nj that a nonconformance occurred during gamma process run 110359a containing 50 cases of vh-4000 (lot: 0300010101). Due to the lack of dosimeter being placed in monitoring location 0c7 of carrier 1 during pass 2 of the run and adjust, the dosimetry record indicated an underdose in that location. During the second pass of the run and adjust for gamma processing run 110359a, only four (4) dosimeters were placed in carrier 1 (2 minimum (0c3 and oc5) and 2 maximum (2a5 and 2e5) locations).]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 01/11/2021. An investigation was conducted on 01/18/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the c-ring. The c-ring was observed to be intact, but the scope wash tube was observed to be cut from the intact c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed on the cannula. Based on the returned condition of the device, the reported failure "break; c-ring " was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were using the hemopro and well into the case when they noticed the sensation that the device was getting caught as they were trying to maneuver it. At that point, they noticed the c-ring was broken in half with both halves still attached to the extension wires. They previously had used the c-ring and the c-ring was intact. At that point, they took the hemopro out and finished the case with another hemopro device. No harm to the patient and no pieces fell off into the patient.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they were using the hemopro and well into the case when they noticed the sensation that the device was getting caught as they were trying to maneuver it. At that point, they noticed the c-ring was broken in half with both halves still attached to the extension wires. They previously had used the c-ring and the c-ring was intact. At that point, they took the hemopro out and finished the case with another hemopro device. No harm to the patient and no pieces fell off into the patient.